Event description:
The customer called to report a blank display on the insulin pump. Troubleshooting was performed and the display remained blank. The customer stated that the insulin pump may have gotten wet, but no condensation was visible. Advised the customer to revert to a back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.